Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, did not experience repeat of malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction recurred, which customer acknowledged and understood.